Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a video of the event. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit, the description of the event, and video of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use states, "do not retract prior to full deployment." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic assisted cystectomy. Event description: as standard for this procedure, the cd004 was inserted into the abdominal cavity under visualization through the ctf73 assistant trocar. When the user pushed the thumb ring forward to deploy the retrieval bag, it was more sluggish than usual. The bag initially unfolded as usual. When an attempt was made to unroll the bag at the specimen and turn the opening towards the specimen, the bag slipped off the metal clasps and the specimen could not be inserted into the bag. The thumb ring was then pulled back, the bag closed and the suture detached and pulled into the abdominal cavity. The empty bag was retrieved by the c8501. Another inzii from the same batch was then used without any problems. Video of the event can be forwarded via teams as for the last cases. Video in attachments. Additional information received from company rep. Via email on 18oct24: slowly bag slipped down from the metal supports. Intervention: another inzii from the same batch was then used without any problems. Patient status: no harm to the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic assisted cystectomy. Event description: as standard for this procedure, the cd004 was inserted into the abdominal cavity under visualization through the ctf73 assistant trocar. When the user pushed the thumb ring forward to deploy the retrieval bag, it was more sluggish than usual. The bag initially unfolded as usual. When an attempt was made to unroll the bag at the specimen and turn the opening towards the specimen, the bag slipped off the metal clasps and the specimen could not be inserted into the bag. The thumb ring was then pulled back, the bag closed and the suture detached and pulled into the abdominal cavity. The empty bag was retrieved by the c8501. Another inzii from the same batch was then used without any problems. Video of the event can be forwarded via teams as for the last cases. Video in attachments. Additional information received from company rep. Via email on 18oct2024: slowly bag slipped down from the metal supports. Intervention: another inzii from the same batch was then used without any problems. Patient status: no harm to the patient.